Event description:
It was reported via repair work order that the bed was stuck elevated and would not go up/down due to a broken motion interrupt pan. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed would not go up/down due to a broken motion interrupt pan. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the bed was stuck elevated.